Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, baxter's technical service center assisted the home patient in ending the therapy early. The home patient then started a new session with the same supplies. No patient injury or medical intervention was associated with this incident per the home patient's nurse.